Event description:
The customer reported the system failed to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rt08 and r110 components or kvcb were evaluated and reseated. The system was tested and found to be working as intended and returned service.